Manufacturer narrative:
(B)(4). This report was received from a nurse via the patient support program. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake and the patient did not clean the area before starting pd therapy (no further details were provided). On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with ceftazidime and ciprofloxacin (doses, frequencies and routes unknown). Two weeks later, treatments with ceftazidime and ciprofloxacin were discontinued. On the same day, the peritonitis was resolved, the patient was recovered from the event, and the patient was discharged from the hospital. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. No additional information is available.